Event description:
A customer contacted baxter's technical service center reporting that the patient line did not prime to top. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting. The hp then revealed that he was connected to the homechoice (hc) machine and was in fill 1. The tsr advised the hp that if there was air in line, he should not have connected. The hp stated that he reprimed patient line three times and there was only 1/4 inch of air. The tsr advised hp that there should not be any air in patient line prior to connecting. The tsr further advised the hp to start over using new supplies. The hp was not starting over with new supplies. The tsr advised hp that in future if patient line does not prime to top to call tsr for assistance, prior to connecting self . The hp resumed therapy. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available at this time. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). The issue was resolved over the phone, and the sample was not returned to baxter, therefore, an evaluation could not be performed. This complaint for a report of an incomplete prime was not confirmed and the root cause was undetermined. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.